Event description:
The customer reported the unicel dxc 800 pro synchron system generated erroneous high patient results for triglycerides (tg). Customer repeated the results on another dxc instrument and results were much lower. Customer data showed there were 51 erroneous results generated but customer stated only 36 patients results were reported out and needed amended reports. No change in patient treatment due to erroneous results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the erroneous tg results were hardware components. Fse replaced the sample mixer paddle and vacuum probe as well as realigned the reagent probe a to resolve the issue.